Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. Following stent deployment, the balloon was inflated to nominal atmospheres for 15 seconds. Upon retraction, it was difficult to remove the balloon from the stent. The balloon was then reinflated within the deployed stent and deflated again for 10 seconds, but the balloon could not be pulled back without the guide being sucked into the vessel an extreme amount. The device was removed with great force in one piece and the procedure was completed. No patient complications were reported.